Event description:
It was reported that the patient's vns indicated high impedance with lead impedance value >10,000 ohms. The physician stated that he believes the lead was damaged when the patient was wrestling with his brother. X-rays were taken that were forwarded to the manufacturer for review. No gross lead fractures were seen on the x-ray images. The lead was replaced and returned for analysis. A lead fracture was found in the negative coil. Pitting was present at the site of the fracture. An abraded opening in the inner and outer tubing was also noted near the site of the lead break. No adverse events have been reported as a result of the lead fracture.